Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the batch and part numbers match the reported complaint. The anchors have been detached from the device. No physical damage visible. No relevant supporting clinical information has been provided to assist with a clinical investigation. Photos of the device were provided for review and confirm the reported. Per case details, the anchors were retrieved from the patient. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time.¿ a visual inspection revealed the device was received without anchors or suture. The actuator was in the t2 predeployment position. No physical damage visible to the device. A functional evaluation revealed the actuator and actuator tip function as intended. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair, when the t1 anchor penetrated the meniscus, the t2 anchor deployed prematurely from the "ultra fast-fix assembly curved". Therefore, the t1 & t2 were released simultaneously through the meniscus. In consequence, the surgeon widened the tears in the meniscus to grab the embedded anchors, which were successfully removed. The procedure was completed without significant delay using a back-up device. No further complications were reported.